Event description:
Event description guidant received information that the patient with this pacemaker has filed suit against guidant alleging that a field representative programmed her device improperly. The patient reports having suffered a near death experience by retaining fluid on her lungs, which caused her to have complications of other problems she was undergoing.